Event description:
It was reported that a equipo p/ nutricao enteral p/uso com bomba de infusao, presented a leak in the tubing. This event occurred during infusion. There was patient involvement; however, there was no patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device is not available for evaluation; however, a photographic image of the device has been provided for evaluation. Photographic inspection revealed that there was a cut on the tubing. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.